Event description:
The reporter contacted animas on (B)(6) 2012 stating that the down arrow was intermittently unresponsive. The reporter stated the keypad rubber was peeling above the up arrow, which occurred after the alleged tactile response issues. The reporter denied moisture exposure to the pump. The patient reportedly wore the pump exterior to a garment in a waist pack and did not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was torn off at the up arrow button exposing the button contact. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the contrast and down arrow keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The ok and up arrow buttons responded appropriately. There was evidence of keypad contamination found under all of the key contacts.